Event description:
It was reported that the physician's handheld would not power on. A company representative went to the site to troubleshoot the handheld. A hard reset was performed and the handheld was able to be powered on. The handheld then became frozen on the screen alignment which did not resolve despite multiple hard resets. The handheld and flashcard were returned to manufacturer for analysis. Analysis of the handheld was completed on (B)(6) 2013. No software anomalies were identified during the analysis. During the analysis it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. Analysis of the flashcard was completed on (B)(6) 2013. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause of contribute to a death or serious injury.